Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02632. It was reported the pt ((B)(6)) experiences 'electric arcs' when the rf system stimulation is turned on. The pt experienced painful stimulation at the receiver site when attempting to interrogate and reprogram the pt's rf system. The programming was while the pt was lying down. Comfortable stimulation was gained but not in the correct pain areas. Once the pt stood up, the electric shocks occurred. The pt is pending a follow-up with the physician to further evaluate the issue. Efforts to obtain device information have been unsuccessful to date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.